Event description:
A patient reported blood glucose results of "135 mg/dl, 149 mg/dl, 142mg/dl, 146mg/dl, 126mg/dl, 159mg/dl, 227mg/dl, 146mg/dl and 153mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodlogy the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The mter, test strips, and control solution were replaced.

Event description:
A patient reported blood glucose results of "135 mg/dl, 149 mg/dl, 142 mg/dl, 146 mg/dl, 126 mg/dl, 159 mg/dl, 227 mg/dl, 146 mg/dl and 153 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.